Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that during the follow up, multiple aborted therapies was noted due to lead noise. Patient has separate hv lead and pace/sense lead due to previous undersensing issues. Egms showed interference which was thought to be caused by leads knocking together. During device change out due to normal eri, pace/sense led was removed with noted blood ingress into insulation and small insulation failure.